Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Customer also reported damage to the data acquisition (da) pcba. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of report: 21sep2018. Date of manufacturer: 06march2018. This failure was service induced. The front bezel was replaced with the backup battery attached creating short in the customer vent which shorted out u30 and u31. Replacement of u30 and u31 corrected the failure with this gds system. Additionally: the damage to the data acquisition board (pm board l3 conductor) was determined to be heat related cosmetic issue only with no failures identified to the unit.